Event description:
Cook ireland reported for the customer, "the port that he had inserted the catheter lumen had become disconnected from the hub and ended up in the patients right atrium." Complaint reporting form: the port was inserted into the left internal jugular on (B)(6) 2011, following insertion there was no usage of the port, she was admitted because they could not aspirate the line, she returned on (B)(6) following an xray it was detected that the catheter from the port had become disconnected and was seen in the internal jugular vessel wall. The locking sleeve and the port were still in situ in the left subclavicular space. The neck was explored to see if the catheter was still in the "ij" it coudl not be seen visually. The neck was closed and a new subclavian port was put in. At the end of the procedure, the neck was scanned with ultrasound the previous catheter was detected and could be seen but the tip of the catheter still could not be seen this meant the patient needed a further exploratory procedure.

Manufacturer narrative:
(B)(4). Engineering reported, "not portion of the device were returned for the investigation. The x-rays, supplied by the customer, show an infusion port implanted in the upper, left chest of the patient." Engineering stated, "an investigation of the report disconnect is not possible without the components of the infusion port system." None.